Event description:
The customer reported that pt date was omitted at the stitch point of the multiscan cone beam CT image, which was obtained as part of radiotherapy treatment planning simulation. Using 2.5mm slices; a loss of anatomical information around the junction between the top and bottom scan halves was experienced. When the customer manually reconstructed the images using 1mm slices (using the same projection data), there was no loss of anatomical data. This normally was not noticed until the treatment image verification stage. The reported issue was identified before the pt was treated. The data omission problem has not been reproduced under test conditions. According to the reported information, the physician will have to "re-plan" the treatment, however, no critical structures were radiated and in the physician's medical opinion, the misadministration would not cause a serious injury.

Manufacturer narrative:
The reported issue has been tested by varian personnel, but has not been reproduced during preliminary testing at the customer site or at the varian site. The customer has also independently retested the unit, but has also been unable to reproduce the alleged issue. The reported issue is isolated in occurrence. Additional testing is currently in progress.